Event description:
It was reported that the customer's insulin pump kept alarming no delivery. The blood glucose reading was 157mg/dl. Troubleshooting was performed, and the alarm was cleared by changing the entire infusion set and reservoir. The caller also mentioned that the battery was drained faster than normal. Reviewed the alarm history and noted several low reservoir alarms and then no delivery alarms. During the call the wife stated that the customer believes the insulin pump is not giving the correct bolus. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.